Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: foreign material inside package. Probable root cause: foreign material left in the device. Stains, corrosion, inadequate cleaning process, environmental conditions, dents, scratches, shipping damage. The alleged failure mode will be monitored for future reoccurrence. Mfg date: may 13, 2015. (B)(4).

Event description:
It was reported the shaver package was found to have a broken piece of black plastic floating inside the sterile packaging.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the shaver package was found to have a broken piece of black plastic floating inside the sterile packaging.